Event description:
The event involved a microclave® connector where it was reported that the hub was leaking during the infusion of total parenteral nutrition no patient harm occurred.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The used 011-c3300 microclave connector was returned with seal tearing on the top surface of the seal. No mating device was returned for evaluation. Pressure leak testing reveled a leak in the microclave in the activated position. Upon dissasembly the seal tearing was observed to go down the side of the seal. No damage or anomalies were observed on the body or the spike. The complaint of faulty microclave blue hub can be confirmed. The probable cause is due to the tear found in the seal; the damage is typical of access with an incompatible mating device. The dfu states 'needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm)".